Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va27f3a, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient experienced a lack of efficacy due to zero programs providing comfortable stimulation. She is also experiencing a lump at the lead incision site which she is painful. The patient stated that the pain could be due to her bmi. Surgery scheduled for a lead revision on 11/30. The issue was not resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.